Event description:
Customer reports: a crack in the slip joint of the trach tube. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed no additional harm to the patient.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.